Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication livanova (B)(4) learned that the customer cleaned and disinfected the unit according to the instruction for use and that the unit was placed inside the operation room during surgery away form the patient approximately at a distance of 2m. Further the customer reported that the device is taken out of use and will be returned to livanova deutschland for deep disinfection. Laboratory results were received confirming the contamination with mycobacterium chimaera. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. This is a known issue and corrective actions are in progress for this issue.

Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.